Manufacturer narrative:
Other relevant devices are: etcf3636c49ee, s/n: unknown, use by date: unknown, upn # unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported that during the index procedure 10 endoanchors were implanted for a 4-10mm proximal neck. An endurant aortic cuff was also implanted to address inadequate proximal seal of the stent graft. At the end of this procedure a type ia endoleak was present. This ia endoleak was evaluated again six weeks later with a CT and ultrasound. This ia endoleak was assessed by the site as probably related to the index procedure and probably related to the stent graft device and related to the aneurysm that was treated with the endoanchors. A secondary procedure was carried out where the aaa sac was successfully coil embolized and an additional 10 endoanchors were implanted along with ballooning, 5 months and 2 weeks post index procedure. The following day after the secondary procedure the patient suffered an aneurysm rupture and the persistent endoleak was noted. This event was assessed by the site as possibly related to the index/reintervention procedure, probably related to the stent graft and heli-fx devices. As a result of this the patient suffered from acute blood loss, anemia and acute kidney injury. A further interventional procedure was carried out on the same date and the patient had a bilateral renal artery snorkel and a proximal aortic cuff extension implanted and the event resolved with this additional treatment. No cause of the event was reported. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information: the cause of ia endoleak was reported to be patient anatomy and a compromised neck. The cause of the rupture is attributed to failed intervention reportedly. If information is provided in the future, a supplemental report will be issued.